Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that it was difficult to inflate the balloon from the inflation valve. It was later reported via email from (B)(6) on (B)(6) 2018 that the catheter was not used on the patient and the difficulty with the catheter was discovered during a pretest.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone catheter present. Visual inspection of the catheter surface noted no obvious visible defects. Catheter balloon was attempted to be inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), however once 6ml of solution was infused, no more solution would advance to the catheter balloon. The end of the syringe plunger was forcefully engaged, however the silicone directly beneath the valve began to expand instead of the balloon continuing to inflate. Balloon was then deflated with no residual solution immediately visible in the catheter balloon. Active length of the catheter balloon was measured (0.8015") and found to be within specification (0.6" - 0.9"). The catheter balloon was then gently cut away. A gel-like material was observed to be coming from the inflation notch, which was noted to be completely perforated, and solidified under the catheter balloon. The gel-like substance most closely resembled lubricant, as if the inflation lumen was infused with something other than sterile water. The inflation valve was removed and inspected, with the same gel-like substance was observed on the interior of the inflation valve. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿method for use 1. Do not reuse. 2. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult. 3. Aggressive traction, particularly in the presence of tape or suturing, is not recommended for 100% silicone foley catheters. - applicable patients 1. Patients with a past history of allergic hypersensitivity to povidone-iodine or iodine."

Event description:
It was reported that it was difficult to inflate the balloon from the inflation valve. It was later reported via email from the international business center (ibc) on 7/31/2018 that the catheter was not used on the patient and the difficulty with the catheter was discovered during a pretest.